Event description:
Patient reported "lumps in the breast, pain and I was diagnosed with an autoimmune disease, the prostheses were also contracting and I had to remove them with urgency and the prosthesis entered the recall." The events of ¿lumps in the breast¿, ¿feels pain because of the nodules¿ are not device related. This is the left side record. Device was explanted.

Manufacturer narrative:
(B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "lumps in the breast, pain and I was diagnosed with an autoimmune disease, the prostheses were also contracting and I had to remove them with urgency and the prosthesis entered the recall." The events of ¿lumps in the breast¿, ¿feels pain because of the nodules¿ are not device related. This is the left side record. Device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. ¿ pain-ndr : unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule-ndr : unable to observe as it is a medical event that is not related to the device. ¿ edema : unable to observe as it is a medical event that is not related to the device. ¿ autoimmune/connective tissue disorders-ndr : unable to observe as it is a medical event that is not related to the device. ¿ pain : unable to observe as it is a medical event that is not related to the device. ¿ malaise : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "lumps in the breast, pain and I was diagnosed with an autoimmune disease, the prostheses were also contracting and I had to remove them with urgency and the prosthesis entered the recall." The events of ¿lumps in the breast¿, ¿feels pain because of the nodules¿ are not device related. This is the left side record. Device was explanted.